Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed after the indicator window changed from black-white to black-black. Manual compression was used for hemostasis. There was no reported patient injury. The operator had extensive experience using the device and followed the operating procedure during a lower limb artery procedure. The device will be returned for evaluation.